Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed what appears to be noisy signals over sensing related to a cautery procedure. According to the field representative, the patient went into atrial fibrillation right after an electrocautery. The patient required to be cardioverted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed what appears to be noisy signals over sensing related to a cautery procedure. No adverse patient effects were reported.